Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization after insulin delivery was interrupted. The user received treatment at a healthcare facility. The user recovered and resumed ilet therapy.

Manufacturer narrative:
The user experienced hyperglycemia progressing to dka requiring hospitalization. This situation can result in acute metabolic decompensation requiring urgent medical intervention. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after the device ran out of insulin, with delayed supply replacement and persistent elevated glucose despite resumed delivery, consistent with inadequate insulin delivery possibly related to infusion set or therapy management factors. Based on available information, the event was attributed to therapy interruption and use-related factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.